Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had turned their ins off accidently and their advisor showed them the proper way to charge without shutting off stimulation. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's charger or ins did not seem to be working as the patient had charged their ins to 100% sunday night but the ins battery had not depleted as it was still at 90%. The patient stated they usually charged in the morning and night as the ins would be down to 60% by then. They had started to feel a little pain like they would when the ins battery ran out so they did not think the ins was working. The patient noted they usually did not feel stimulation but knew stim was not on because they would start to feel some of the pain come back. The patient confirmed they had not changed any settings and still had the same settings since the beginning. The patient had tried resetting with their manufacturer representative already but that did not resolve the issue. The circumstances that led to the reported issue were asked but unknown. The patient unlocked their controller and reported stimulation was on and was on group a. The controller battery was at 100% and the ins was at 90%. They went to program 1 and reported that stim was 2.5 and 4.0 on programs 2-4. The patient tried turning stim off and back on but nothing changed. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.